Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-18. H6: investigation summary customer returned (1) bd safe clip from lot # 9204038. Customer states that the safe clip is not clipping. The returned safe clip was examined and exhibited the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A device history review was conducted for lot number 9204038. Root cause is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product. H3 other text : see h.10.

Event description:
It was reported that needle clipping device safe clip is not clipping. The following information was provided by the initial reporter: material no. 328235 batch no. 9204038 it was reported that safe clip is not clipping.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle clipping device safe clip is not clipping. The following information was provided by the initial reporter: material no. 328235 batch no. 9204038. It was reported that safe clip is not clipping.